Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was tightly folded. The tip, balloon, markerbands, hypotube, inner shaft and outer shaft were microscopically inspected. Inspection revealed a separation in the hypotube 44cm from the strain relief with a kink, 38cm from the strain relief. The facets of the separated ends were oval, suggesting a kink prior to separation. A 3-way stopcock was attached to the distal end of the broken catheter and attached to an inflation device, filled with water. Pressure was applied, and the balloon inflated without issue. Microscopic inspection found the remainder of the device free of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-aug-2016. It was reported that balloon inflation failure occurred. The 80% stenosed, 13mm in length target lesion was located in the moderately tortuous, mildly calcified, and 3.5mm in diameter left anterior descending artery. A 3.5mm x 15mm quantum maverick balloon catheter was advanced for dilatation. The balloon was attempted to be inflated three times but the balloon could not be inflated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.